Event description:
It was reported that the catheter dislodged/migrated out of the intrathecal space. The dose was reduced to .25mg/day. No patient symptoms were reported. Surgical intervention was performed on the date of the report and the spinal segment was replaced. The patient was doing well after surgery. The pump system was being used to infuse hydromorphone.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-10-01, additional information was received from a consumer regarding a patient receiving intrathecal hydromorphone 5 mg/ml at 0.5 mg/day, which was then decreased to 0.24 mg/day. In (B)(6) 2015, the patient noticed increased pain and was not feeling well. Their pump was being increased from 0.24 mg/day to 0.4 mg/day.

Manufacturer narrative:
Concomitant product: product ID 8711, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).